Manufacturer narrative:
Incidental findings: wire fatigue, fluid ingress in power cables. Manufacturer's investigation conclusion: the system controller (serial number (B)(6)) was returned for evaluation following the reported event of a driveline communication fault alarm. Evaluation of the returned modular cable determined that the root cause was related to wire fatigue with the modular cable and was unrelated to the returned system controller. The returned system controller was tested and supported the system without issue or atypical events reproduced. The provided log files, and a log file extracted from the controller during testing, were reviewed, and no atypical events regarding the controller were observed. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline communication fault advisory alarm. The patient was asymptomatic and did not report any active low flow or hazard alarms, and the pump was confirmed to be on and running with a green pump running symbol. The patient silenced the alarm and visited their clinic for evaluation. Log file analysis confirmed driveline communication a faults on 22apr2023. The modular cable and controller were exchanged which resolved the issue. Related modular cable MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.